Event description:
It was reported that the pump battery would not charge resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump since it was under warranty. The customer planned to use multiple daily injections for insulin delivery in the meantime. Technical support also provided instructions for putting the pump into storage mode and instructed the customer to return the faulty pump using a pre-paid label, which the customer understood and acknowledged.